Event description:
It was reported that the patient came to the clinic after receiving a vibratory patient notification. Upon interrogation, 8 episodes of non-sustained ventricular oversensing were noted as a result of oversensed lead noise. The noise was unable to be reproduced during isometrics. A single high pacing impedance occurred approximately 6 months earlier. The pacing lead impedance trend had fluctuated with a trend toward increasing over the last 10 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).